Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Based on evidence during testing of the device, the complaint was unable to be duplicated. Unable to verify the root cause, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time. Model # was unknown. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheters with extension tubing attached were kinked. No patient injury was reported.